Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The trek referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that during preparation of two 3.0 x 8 mm otw treks, when pulling negative, the devices leaked. There were no issues removing the protective sheaths. The devices were not used. A third trek was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.